Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class d, non flow-limiting dissection occurred in the proximal at artery post-atherectomy. Two lesions were treated. The distal at lesion was 80% stenotic, moderately calcified, and 30mm in length. The proximal at lesion was 90% stenotic, moderately calcified, and 30mm in length. Two run-off vessels were patent prior to therapy. The distal at lesion was treated with a 1.5mm solid crown oad which was spun at low speed for one run (32sec) and at medium speed for two runs (32sec, 28sec) for a total run time of 1min, 32sec. The residual stenosis was 15%. The proximal at lesion was treated with a 1.5mm solid crown oad which was spun at low speed for one run (32sec) and at medium speed for two runs (32sec, 28sec) for a total run time of 1min, 32sec. The residual stenosis was 40%. The distal at lesion was treated with a 3.0/40mm savvy balloon inflated twice to 4.5atms for a total inflation time of 2min. The residual stenosis was 10%. The proximal at lesion was treated with a 3.0/40mm savvy balloon inflated twice to 4.5atms for a total inflation time of 2min. A non flow-limiting spiral dissection was noted in the proximal at artery and was treated with a cypher des stent. The residual stenosis was 0%. The expectations for the case were met for the distal at, but due to the dissection were not met for the proximal at. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #16 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Csi ID# (B)(4).